Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the ph reading of 7.6 was inaccurate. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.